Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The complaint condition of broken was not confirmed during visual inspection. The device shows minimal wear consistent with the usage of the device which would not contribute to the complaint condition. The device was found rusty. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis was able to be completed due to post-manufacturing damage. Review of the manufacturing evaluation records showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Although a definitive root cause for rusting of the device could not be determined. It is likely that the complaint condition occurred due to the cumulative effect of routine use during its 2+ year lifespan. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 314.467. Synthes lot number: h254383. Supplier lot number: n/a. Release to warehouse date: 13jan2017. Expiration date: n/a. Manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that a screwdriver shaft was broken. There was no patient involvement. This report is for one (1) star drive screwdriver shaft t8 105 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.